Manufacturer narrative:
Additional: h2; update: d10, g4, g7, h2, h3, h6, h10the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from dedienne-zimmer distribution agreement and showed that the product combination was approved by zimmer. Review of incoming information: it was reported that a 73 years old patient with bmi=27.8, had thecocr head detached from pe and cemented cup broke off. Head stayed in vivo for 2 months and was revised on june 16, 2015. 3 undated a-p view x-rays were received:the first x-ray shows a screwed cup probably taken after the revision surgery. The second x-ray shows the cemented cup with a 50 degrees inclination angle, probably taken before the revision surgery. The third x-ray shows that the cemented cup is detached from the acetabulum. Moreover, two pictures of the cup, inlay and head were received. No obvious deformations on the devices were observed in the received pictures. Review of revision report, dated june 16 2015: diagnose: outbreak of a acetabular cup at right hip and multiple dislocations procedure: revision of the cup, inlay and head. The cup was completely detached from the cement mantle and easily removed. New shell is fixed with screws. Müller low profile cup is cemented. Protasul head is implanted. Devices analysis the cocr head shows signs of usage. Slight scratches are observed on the outer surface of the head. A deformed area is visible at the taper area of the device, which most probably occured during the extraction of the device from the femoral stem. In addition, inside the head a continous line is visible due to contact between the head and stem.possible causes for the reported event according to dfmea: line 2 : loss of connection -> due to damaged taper, head implanted on a damaged taper line 3 : loss of connection -> due to inappropriate assembling 2. Comparison to investigation results whether it is possible and justification: line 2 : possible -> neither pictures of the stem, nor implantation report were received. Line 3 : possible -> neither pictures of the stem, nor implantation report were received, wrong assembling cannot be excluded. However, based on the given information and the results of the investigation, it was not possible to identify a specific root cause for the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed.zimmer's reference number of this file is cpt150022649.

Event description:
It was reported that the patient was implanted a cocr head 28/+4 l 12/14 on the right side on (B)(6) 2015. On (B)(6) 2015 the head dislocated from the insert. The patient was revised on (B)(6) 2015.

Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).